Event description:
It was reported that the patient presented in clinic for follow up. X-ray confirmed lead dislodgement. The lead was capped and replaced on (B)(6) 2017. The patient remained stable before, during, and after implant.